Event description:
As reported, during an interventional coronary procedure, the target lesion was the distal right coronary artery and the proximal right coronary artery (rca) was treated since it was stenosed. A non-abbott guide wire crossed the lesion in the proximal right coronary artery and it was changed to a 190 cm balance middleweight (bmw) universal-ii guide wire using a non-abbott guiding catheter. Predilatation was performed with a 2.0 x 15 mm trek balloon. The proximal rca was dilated with a 3.0 x 15 mm non-abbott balloon. When this balloon was removed, it got stuck on the bmw guide wire. The physician felt that the polymer coating could be peeling. The non-abbott balloon was removed together with the bmw universal ii. Another non-abbott guide wire crossed the lesion. The non-abbott balloon got stuck on that guide wire. A second 190 cm bmw universal-ii was advanced but was unable to separate the other guide wire attachment with the non-abbott balloon and also got stuck together, so all 3 devices were removed together. Two promus stents were deployed without incident which completed the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 3 x 15 hiryu; guiding catheter: heartrail 6f jr4, terumo mg finecross. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second balance middleweight guide wire is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned balance middleweight guide wire noted blood on the core, consistent with the reported use. There was no contrast visible. Although not reported, the core was separated at the distal end of the hypotube. There was core material visible in the hypotube at the separation. The separated portion, including the tip, was not returned. There was no other damage noted to the guide wire. The non-abbott balloon catheter was returned with blood on the balloon, on the shaft and on the hub. There was contrast in the inflation lumen and in the balloon. The balloon was loosely folded. There were multiple bends in the shaft. There was no other damage noted to the non-abbott balloon. A laser micrometer was used to measure the outer diameter of the guide wire core proximal of the hypotube and this met manufacturing criteria. There was no peeling of the polymer coating as reported. Factors that may contribute to resistance with a balloon catheter may include, but are not limited to, patient anatomy, lesion morphology, device selection, damage to the guide wire, damage to the inner member of the catheter, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. In this case it may be possible that anatomical conditions contributed to the reported resistance. Additionally, it may be possible that during the attempts to manipulate the guide wire in the balloon catheter, the wire kinked near the hypotube/core junction and upon removal, the core separated. Scanning electron microscopy (sem) analysis suggests that the core failure may be attributed to ductile overload at bend, which is consistent with the wire being over-bent while pushing against resistance. Overall, the reported resistance and subsequent damage appears to be related to case circumstances. There is no indication to suggest a product quality deficiency. A review of the lot history record for the reported lot revealed no nonconforming material records. A query of the complaint handling database for the reported lot was performed and revealed no other incidents for difficult to remove or peeled teflon reported for this lot. Manufacturing performs visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip-pull test and performs outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on-line reliability testing to verify product quality.